Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): lethal air embolism. Pt has unauthorized removed the o2 connection tube from his nose probe and plugged on to the 3-way stop cock. Results in lethal air embolism.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun melsungen (B)(4) (manufacturer). (B)(4). Currently the affected sample is still confiscated from the criminal investigation department / office of the district attorney in (B)(6). A follow up report will be provided when the sample is available for investigation.